Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 18 2007. Additional information:failure code 703 was initially reported by the facility. The failure code occurred during bio-med testing. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The device was returned to the customer un-repaired per customer request. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
During service by baxter, the technician found a defective user interface module printed circuit board. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.